Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a longitudinal crack in the rigid side of the extend transfer set where the cap is located. Patient didn't start the therapy. The transfer set was replaced with a new one. The cleaning solution used was cristalmina. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a cracked main body. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. The reported damage was verified and the cause was determined to be due use error, as it was reported that the cleaning solution used was cristalmina, which contains alcohol. According to the warning appearing on the direction sheet for this product, ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.